Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump insulin was squirting out insulin during the manual prime process. Customer stated that they experienced low blood glucose level which was treated with food drink and juice. Customer reported broken belt clip. Customer performed selt test and it passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.